Event description:
Complainant alleged that during a zoll training session, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction. Please refer to mw# 1220908-2025-02417 for similar incident that occurred with same customer.

Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the issue was resolved after the customer received a new power supply and the device was returned to service. The device will not be returning to zoll.